Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the first leg of the uphold mesh assembly was placed successfully within the sacrospinous ligament. The physician then threw the second leg of the mesh assembly into the [other] ligament, and as the physician was pulling the leg through the tissue, the lead broke about midway between the needle and the dilator. The lead detached outside the patient, and no part of the mesh assembly fell into the patient. The mesh assembly was removed from the patient, and the physician completed the procedure with another uphold vaginal support system without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.